Event description:
It was reported that a male pt responded with blistering in two places immediately following laser hair removal treatment of the chin and upper lip. This was the pt's fourth treatment and no side effects were reported for any of the previous treatments. The nurse who performed the treatment recommended applying topical ointment and suggested keeping the area clean and moist and asked that the pt avoid picking, scratching or aggressively washing the affected area. The pt was subsequently taken to a plastic surgeon who performed "abrasion treatment" on the affected area and scarring has since been reported. An evaluation has been performed and can be located in section h10. If additional info is received, it will be forwarded via supplemental report.

Manufacturer narrative:
Clinical staff has evaluated this event. Considering that the pt is skin type ii and the treatment parameters that were used were: 15mm spot, 3ms pulse duration, 44jcm2, the device was operated within reasonable parameters for the pt's skin type. No malfunctions of the device were reported with the adverse event, and candela's clinical staff concluded that the cause of injury was not related to the laser performance/output so a service call was not initiated and is not planned. Candela's clinical staff suggested that one possibility that may have contributed to the occurrence of blistering is the possible transfer of debris from one pt to another, the root cause being that the user didn't follow cleaning and checking instructions for the distance gauge. This could not be verified. It is unclear whether the scarring that was reported can be associated with the laser that was used. Candela's clinical staff suggested that the abrasion procedure used by the plastic surgeon after the laser hair removal treatment may have aggravated the area to the extent that scarring occured.